Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml dose not reported via an implantable pump. It was reported that the catheter was occluded, the patient was not receiving effective therapy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A dye study was performed. The pump and catheter replaced. The anchor and distal to the anchor segment remain implanted not in use. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.